Event description:
This complaint is reportable based on the analysis completed on 04/08/2009. It was reported that during a percutaneous transluminal coronary angioplasty, the physician could not cross the lesion with a 2.5x12mm taxus liberte stent. The 90% stenosed target lesion was located in the mildly tortuous and moderate calcified mid left circumflex (lcx). The lesion could not be crossed, so the physician decided to dilate again and try to place the stent but was unsuccessful. The same maneuver was performed the third time unsuccessfully, and the physician decided not to use the device. The procedure was successfully completed with a 3.0x24mm taxus liberte stent. No pt injuries or complications were reported. However, device analysis revealed the stent moved on the balloon.

Manufacturer narrative:
The distal end of the stent delivery system (sds) was inspected under magnification and found the stent had moved 4mm distally of the proximal markerband and the tip was damaged. It was not possible to determine how or when the stent moved on the balloon and when the tip became damaged. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. This complaint will be assigned the most probable root cause is considered operational context. (B)(4).